Manufacturer narrative:
This event is being reported as serious injury due to the reported capsular contracture, baker grade iii with planned surgical intervention. A review of the device history record for strattice lot sp100470 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
During a follow-up for (B)(4), the physician's office reported the patient was also implanted with strattice. A female patient underwent a revision procedure and was implanted with abbvie¿s breast implants and strattice. The patient started to have symptoms [approximately 5 years later] and was examined on this day. The patient has capsular contracture baker grade iii on the left side only and continuous left breast pain. The breast implants were placed subglandular (over) due to pec muscle retraction with an imf incision. Patient has tried treatment with "daily singulair and vitamin e supplementation since (B)(6) 2023 with no improvement." An explant surgery is scheduled with a plan for a unilateral approach: left breast exploration to include capsulectomy.